Manufacturer narrative:
Product event summary: manufacturer's analysis was able to confirm the customer comment that the programmer had an error, but was unable to confirm that the programmer shut down during interrogation. Analysis also indicated that the system fan was noisy. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as soon as an interrogation was begun, the programmer screen would go black and the programmer would shut down. It was also reported that the programmer displayed an error. The programmer was returned to service. No patient complications have been reported as a result of this event.